Manufacturer narrative:
Product ID 8711 lot# n172940023, implanted: 2009 (B)(6); product type catheter product ID 8590-1 lot# n132379, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient¿s pump was refilled on 2012 (B)(6) and on 2012 (B)(6) the patient developed a (B)(6) infection. The patient spent 4 months in the hospital. The patient presented to a pump refill in (B)(6) 2013 at which time the patient was still on (B)(6) antibiotics for (B)(6). The patient had pain in his back, knee and other areas and noted that the managing physician would not speak with the doctors at the hospital regarding the situation. The patient suspected that the cause of the infection could have been related to the doctor because, the patient encountered the infection after meeting with the doctor. The device system delivered dilaudid and ropivacaine. Additional information has been requested but was not available at the time of this report.